Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was duplicated during lab tests. The failure was located to j1 pins 1 & 2 and j2 pin 5 found to be damaged on the returned battery pca. The available information is consistent with a malfunction of the battery pca. Philips cannot rule out a malfunction of the battery pca as the cause was not determined to be caused by use outside normal and expected. A formal corrective and preventative action project was opened to address an increase in the failure rate that was detected. No further investigation or action is warranted.

Event description:
The customer called into philips to report that the device's battery compartment b has a broken prong. There was no reported patient involvement.